Event description:
A healthcare worker complained of skin discoloration on the hands upon handling a bi pouch where the cyclesure biological indicator vial leaked. These items were processed in the sterrad 100s. The worker washed the contact area with water and did not receive medical attention.